Event description:
The user facility reported to terumo cardiovascular systems that during cardiopulmonary bypass surgery, the oxygenator was having issues oxygenating. One week prior to this event, the patient had an endovascular abdominal aortic aneurysm. The product was not changed out. The surgery was successful. No known impact or consequence to the patient.

Manufacturer narrative:
Terumo has not received the actual device for evaluation; therefore, an investigation has yet to be completed. Terumo plans on submitted a follow-up report when the investigation is completed and more infromation becomes available. (B)(4).